Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument wrist became stuck at the tip of the trocar while inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection confirmed the instrument tip and wrist were not bent or deformed. The instrument was then tested on an in-house system; the wrist passed through and was removed from the trocar multiple times without bending, resistance, restriction, or sticking. The instrument was fully functional, and no product issue was identified. However, additional inspection found a frayed grip cable at the distal end of the instrument. It also exhibited damaged conductor wire insulation at the idler pulleys near the grip tang and at the grip tang routing groove. There were no insulation fragmentation and the internal conductor wires were not exposed. Although the insulation was damaged, the internal wire was not fully broken, and the instrument passed electrical continuity testing. Further inspection found no abnormally sharp or damaged components that could have contributed to cable damage. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.